Event description:
This case was reported by a consumer and described the occurrence of pneumonia in a pt who received poligrip (super poligrip ultra fresh denture adhesive cream) cream over a period of 3 years for loose dentures. The consumer called to ask a product question. A physician or other health care professional has not verified this report. Concurrent illness included chronic obstructive pulmonary disease. About three years ago the pt stated poligrip (dental). In 2004 the pt experienced pneumonia, weakness and shortness of breath. This case was assessed as medically serious by gsk. Treatment for the pneumonia is unknown. Treatment with poligrip was continued. The pneumonia resolved and the weakness and shortness of breath are unresolved. The pt refused to provide identifying information. The lot number for this product is available and quality test is pending.